Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. The battery charger circuit board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had an intermittent failure of the battery charger. There was no adverse pt involvement reported. There was no pt info reported.